Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly.

Event description:
The customer reported a motor error alarm during the rewind process. Troubleshooting was performed, and the insulin pump continued to alarm during the rewind. Advised that the insulin pump would be replaced. Nothing further was reported.